Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 8 may 2020: lot 186421: (B)(4) items manufactured and released on 25-oct-2018. Expiration date: 2023-10-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional devices involved: batch reviews performed by medacta regulatory affairs department on 8 may 2020: gmk-revision 02.07.2403r femur revision ps #3 r (k102437) lot 178497: (B)(4) items manufactured and released on 9-feb-2018. Expiration date: 2023-01-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision 02.07.0682r revision fixed tibial tray cemented size 2 r (k123721) lot 162504: (B)(4) items manufactured and released on 28-jun-2016. Expiration date: 2021-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0005l femoral component sphere cemented size 5 (k121416) lot 171004: (B)(4) items manufactured and released on 27-jun-2017. Expiration date: 2022-06-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0520fl tibial insert fixed sphere flex size 5/20 mm l (k121416) lot 175249: (B)(4) items manufactured and released on 9-nov-2017. Expiration date: 2022-10-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to infection in the right and left knee (the pathogen is unknown). The surgeon revised all implants and implanted an antibiotic spacer in both knees. Previously this patient had several revision surgeries (5th for the right knee and 3rd for the left knee). The reason for the previous revision is unknown beside the 4th revision of the right knee when the patient had a fall and ruptured extensor mechanism.